Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas sustained a cracked screen after the user leaned on a table while the device was in a pocket, consistent with mechanical damage to the display assembly; the user transitioned to backup therapy, and a replacement device was shipped with instructions for return. Symptoms included no adverse clinical effects and no reported blood glucose impact. Outcomes included no medical intervention, no hospitalization, and continued therapy via backup method. Investigation included internal review of device history and use conditions as reported by the user, with follow-up communications regarding return and data handling. Investigation of this case revealed damage attributable to external mechanical stress causing screen breakage, consistent with previously known modes of display damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.